Manufacturer narrative:
Please note the correction for reference report number 2017865-2016-04904. Describe event or problem should include patient¿s condition was stable post event.

Event description:
The patient's condition post event was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise reversions for a few days. The lead also exhibited low impedance for a couple of days. The non-dependent, asymptomatic patient presented in clinic for follow-up. The noise was unable to be reproduced with isometrics. No medical intervention was performed. The patient would continue to be followed closely.